Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with approximately 300 units of insulin.  Customer's blood glucose was 140 mg/dl. The customer reverted to manual injections for insulin therapy.